Event description:
In 2005, gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg components were implanted to repair an infrarenal abdominal aortic aneurysm. A reintervention was performed in five months later, for repair of a type I endoleak and the patient also had a coil placed in the ima. A recent cat scan showed enlargement of the abdominal aortic aneurysm with endoleak. In 2007, the physician recommended an addition angiogram to identify an endoleak not apparent on the cat scan; however, the patient declined add'l treatment.

Manufacturer narrative:
A review of the mfg paperwork has been conducted; the review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l devices implanted in pt and related to this event: contralateral leg component (pxc161200 / lot #03403600) and contrtalateral leg component pxc161000 / lot #03382001).